Manufacturer narrative:
The insulin pump was received intermittent button response due to corroded keypad traces. No button error alarm. The insulin pump was received with minor scratched display window, cracked case at display window corner and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed multiple button errors. The customer stated that he received the first button error alarm a few weeks prior and was able to clear the alarm. He continued to use the insulin pump and received another button error alarm based on the insulin pump's alarm history. The customer did not know the blood glucose reading. The customer did not observe any significant events leading to the alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.